Event description:
It was reported this chronic atrial lead was surgically abandoned and successfully replaced due to poor sensing, impedance and capture; physician chose to replace lead. The device was actively implanted for approximately 16 years, 3 months.

Manufacturer narrative:
Subsequent to the FDA letter of 26 may 2006 that has been inadvertently misplaced oscor is making a corrective action of converting all summary reports to mdrs, starting from third quarter of 2006 up to march 2007. The manufacturer does not have possession of the device, as it was surgically abandoned. Without a subsequent analysis of the subject device, the manufacturer is unable to fully evaluate the reported event. The event will be reopened if additional information becomes available.